Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that in a non clinical environment, after the power on the centrimag console was switched on, the power indicator was not lit, and a clicking sound was heard, and an alarm intermittently activated. A battery maintenance procedure was attempted, and a battery maintenance error was displayed, alongside an s3 alarm and battery status b6, despite ac power being connected. There was no centrimag motor connected at the time of the event.